Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event:(B)(4) during start-up (pfilter selftest failed). No patient involvement.